Event description:
It was reported that the patient went to the emergency room because of a patient alert. When the device was interrogated, the right ventricular lead impedance was found to be high and the threshold had increased. During the revision procedure, the lead pin appeared to have moved in the device header and the physician was concerned that the setscrew had loosened. The device was explanted and replaced with a new device. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 03:00:16. Weekly pace impedance trend data shows an increase for min and max ventricular pace bi impedance= 551 to 1007 ohms peak between (B)(6) 2011. Daily ventricular pace bi impedance abruptly increased from 950 to 4047 ohms on (B)(6) 2011.